Event description:
It was reported that "the pcr spikes." Communication with the clinic to obtain additional information was attempted but was unsuccessful. Manufacturer records indicated the implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.